Event description:
Complainant alleged that during routine testing and preventative maintenance, the device was unable to go into manual mode. The complainant indicated that there was no pt involvement in the reported failure.